Manufacturer narrative:
D10: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patent was admitted from (B)(6) 2019 for gastrointestinal bleeding (gi). The patient presented with melena and anemia. An esophagogastroduodenoscopy (egd) was performed in the intensive care unit (ICU) on (B)(6) 2019. A clip was placed for a bleeding lefoy lesion. International normalized ratio (inr) on admission was 4.2. The patient¿s hemoglobin (hgb) 7 g/dl down from 9.8 g/dl. The patient was transfused with 5 units packed red blood cells (prbc) during admission. No further information was provided.